Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for device upgrade. During the pre-op check the day before, low r-wave amplitudes were observed. Lead was capped.